Event description:
The customer reported to baxter healthcare corporate product surveillance an unknown quantity of clearlink system non-dehp continu-flo solution sets of which nurses reported difficulty removing trapped air during priming. Per the report, the nurses were able to remove the air. There is no patient involvement associated with this report.

Manufacturer narrative:
Complaint no: (B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. If additional information becomes available, a follow-up report will be submitted.